Manufacturer narrative:
(B)(4). Date sent 12/10/2024. D4 batch #995c26. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with no reload present. The manual override door out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. The device could open and close without any difficulties noted. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The bailout system was reset and then an attempt to fire the device was made, however, the device would not fire. Upon evaluation, the pcb board was noted to be non-functional. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what may have caused the pcb board to be damaged. The event described "difficult to open" could not be confirmed as the device could open and close without any difficult noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: to open the jaws, squeeze the closing trigger, then simultaneously press the anvil release button on either side of the instrument. While pressure is still on the anvil release button, slowly release the closing trigger. If the jaws do not automatically open after the anvil release button is pressed, first ensure that the knife is in the home position. The position of the knife can be determined by observing the knife blade indicator under the cartridge jaw. If the knife blade indicator is not in the home position or the position of the knife cannot be determined, slide the knife return switch to activate the motor and return the knife to home position. Try opening the jaws again using the anvil release button. If the jaws do not open at this point, then gently pull the closing trigger upward (away from the handle) until both firing and closing triggers return to their original positions. A manufacturing record evaluation was performed for the finished device batch number 995c26, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished psee60a, with lot/batch number c9e60y, and no non-conformances were identified. Additional information was requested, and the following was obtained: was the device locked on tissue with the jaws closed? If yes, how was the device removed? Yes. Used manual override to open the jaw. What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Reverse button and manual override. Did the jaws eventually open? Yes.

Event description:
It was reported that during a right hemicolectomy surgery, after installed reload closed the jaw, but could not open the jaw anymore and then could not fire. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.